Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high, out of range shock lead impedance measurement which was detected via the patient remote monitoring system. The cause of observation was not conclusively determined and the physician opted to check the patient on a normal routine follow up. At this time, the system remains in service. No adverse patient effects were reported.